Event description:
The report from the affiliate indicated that after the index procedure, the pt experienced three (3) sub acute thrombotic events (sat's). The first event (ae#1) occurred three (3) days after the index procedure. The target lesion was the proximal left anterior descending (lad) artery. The report stated that the patient complained of chest pain while being hospitalized. Coronary angiography demonstrated thrombus within the previously implanted cypher 2.5/18 mm stent in the distal portion. The sat was treated with ptca using a quantum maverick 3.0/20 mm balloon four times at the proximal and mid lad. The inflation pressure and durations were not known. Ae#2 occurred six (6) days after the index procedure. The report indicated that the patient again complained of chest pain. Coronary angiography demonstrated thrombus in the previously implanted cypher stent from the proximal to distal portion. Ptca was done to treat the sat using a quantum maverick 3.0/20 mm balloon six (6) times at the proximal and mid lad. The inflation pressure and durations were not known. A 3.0/9 mm driver stent was implanted at 12 atm for 60 secs proximal to the cypher stent. Ae#3 occurred twelve (12) days after the index procedure. The patient complained of chest pain. Coronary angiography demonstrated thrombus in the proximal lad and circumflex arteries. The sat was treated with aspiration of the thrombus and ptca. The patient is to be scheduled for coronary artery bypass graft (CABG) surgery two (2) days after this event date.